Manufacturer narrative:
No system evaluation was completed as re-calibration resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the calibration was off. Images were taken using a demo and were inaccurate by 3mm. The system was re-calibrated and the issue was resolved. This issue was noted outside of a procedure, and there was no patient involvement.